Event description:
Description of the event: a problem was discovered on 6/23/2000, in the national biomedical computer system (nbcs) that involves the application of "properties" to blood and blood components. American red cross staff were reviewing a bug report that had been previously filed (identified as nbcsr03444) and discovered that the full impact of the software problem had not been adequately analyzed. In nbcs, properties serve as indicators (i.e., provide info) about a blood component. Properties can indicate a problem with a blood component (e.g., a donor has a questionable history; medical approval is needed; or, unit is overweight) or can provide factual info regarding a blood component (e.g., autologous, or therapeutic). In addition, some properties are applied to specific components, while others are applied to all components made from a donation. With regard to this specific problem identified in nbcs, situations have been discovered where a property that should apply to all components from a donation, has actually been applied only to some of the components. The result is that potential safety info about a component (e.g., questionable donor history) is not checked by the computer system before release and an unsuitable blood component may be released. Nbcs has other built in controls, besides properties, that can prevent release of unsuitable blood components. Blood components produced (1) from units with either viral marker positive test results or (2) from units collected from donors who are listed on the donor deferral register (ddr) would still not be released in this situation. The nbcs problem associated with donation properties does not impact these controls. Properties that have raised a safety concern are listed and defined below: bioh-biohazard; qhis-questionable donor history; medh-medical hold; gatx-nat testing not yet done; over-overweight unit; pdat-positive direct antiglobulin test.